Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, an ambulance was called and the user was treated at their home. The user drank juice and ate toast to address bg level. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or days surrounding. User made bolus request on (B)(6) 2017 without entering current bg levels. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure. Reason for non-evaluation: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.